Event description:
Note: date of event is not known. In early 2009, a boston scientific employee became aware of a clinical study article, "ultraflex precision stent placement as a bridge to surgery in patients with malignant colon obstruction" published in gastrointestinal endoscopy volume 67, no. 1: 2008. The following information was derived from this article. An ultraflex precision single-use colonic stent was used for a colonic stent placement procedure. According to the article, the stent was removed en bloc with tumor. Upon removal of the self expanding metal stent (sems), there was evidence of tumor ingrowth which was determined to be minor and did not compromise sems patency.

Manufacturer narrative:
Other (tumor ingrowth). The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.